Manufacturer narrative:
The two additional devices referenced in b5 are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that suture placement in the right common femoral vein was completed with a proglide device, using a pre-close technique, via an 8.5f sheath prior to an interventional ablation procedure. It should be noted that the proglide instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Although only one device was used in attempt to achieve hemostasis, the pre-close procedure was initially performed and hemostasis was achieved via surgical suturing as a result of the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral vein was completed with a proglide device, using a pre-close technique, via an 8.5f sheath prior to an interventional ablation procedure. Reportedly, following the procedure, the proglide device knot was tightened, but hemostasis was not achieved. Another proglide device was used and no suture was present when the proglide plunger was removed. An additional proglide device was used and oozing occurred after tightening the sutures. A cutdown was performed and hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.